Event description:
Baxter (B)(4) received a report that an infusor leaked at the fill port during filling. The device was being filled with a 120 ml solution of saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample, containing 120 ml of solution in the reservoir, for evaluation. The reported condition of a leak was confirmed. Upon receipt, visual examination showed evidence of a leak at the fill port. Microscopic examination of the disassembled unit revealed the root cause of the leak was a 0.008 inch protrusion on the stress-member. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This issue was escalated to corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.